Manufacturer narrative:
The a plus lap sponge is a component within roi cps, llc convenience kit 880152, lot 89104m.

Event description:
The lap sponge did not have the blue loop sewn into sponge. The sponge defect was identified during set up, the sponge was discarded, and a new replacement sponge was pulled from inventory.